Event description:
It was reported that the patient presented for routine follow-up. Upon review of egms, episodes of noise leading to inappropriate atp therapy were noted. External interference was suspected and further evaluation was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.